Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ra lead dislodgement and high rv capture threshold. The ra lead was successfully repositioned. During the rv lead repositioning the helix would not extend and after multiple attempts to reposition the lead the patient had a perforation. The physician performed a pericardiocentesis. The rv lead was explanted and replaced. It is unknown which lead caused perforation. The patient was awake and went to intensive care. Five days later, the patient was presented with ra dislodgement. The lead was repositioned. The patient was discharged.

Manufacturer narrative:
(B)(4)

Event description:
Correction:no capture and low sensing was also noted on the ra lead.